Manufacturer narrative:
The ijig component broke during surgery. Surgeon was able to complete the case. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The ijig component broke during surgery . Surgeon was able to complete the case.